Event description:
It was reported that on 15 july 2024 the c6 monitor charger seem to melted in the monitor. A replacement was ordered. No injuries were reported. Additional information was requested but could not be obtained.

Manufacturer narrative:
It was reported that the c6 monitor charger melted into the monitor. The device was returned for investigation. He monitor was inspected for general physical integrity and a melted charge port was identified. Melted residue from the usb-c charging cable was observed around the mouth of the port through to the inside cavity. A visual inspection of the usb-c cable also identified a melted cable, indicative of thermal damage. No further functional test of the monitor was performed due to the extent of damage to the charging port. Engineering evaluation was able to confirm the reported event of "monitor seems to be melted into charger". There was clear evidence of heat damage to both the usb-c charging cable and the charging port of the a13 monitor. The most likely root cause is an electrical fault within the usb-c cable, allowing excess current to flow through to the monitor. Am&d philips is further investigating this known allegation.